Event description:
The pt felt a burning sensation at the implantable neurostimulator pocket and pain at the lead site. Movement caused stimulation changes. The pt felt shocking when he stretched or reached for items. A follow up report will be submitted if add'l information becomes available.